Event description:
It was reported that the patient was still looking for a doctor to work with their stimulator. There were no doctors close to the patient that accepted their insurance.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient wanted their implantable neurostimulator (ins) replaced and upgraded because they were having trouble with their ins. The patient¿s stimulator wasn¿t working right and they were in pain. The patient wanted a new device that would modulate the amount of electricity that went to the back. The patient had their device for 4 to 5 years. When the patient would lay on their back their device would go crazy. It would send a lot of electrical impulses and jump all over. The stimulation did not seem steady and was not controllable. The patient could use their device when they laid on their stomach but not on their back. The issues started 8 to 12 months prior to the report. The patient later noted that the issues had been on and off for 1 to 2 months at most so it is unclear when the issues started. The patient had their doctor look at the device and reprogramming was tried. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.